Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission performed as part of a pre-discharge check was reviewed and oversensing/noise was observed on stored episodes from the day before. The patient was indicated to have had a procedure and electromagnetic interference was suspected. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.